Event description:
Patient called alleging that this is an out of the box new meter that they had just opened. They mentioned that they were having difficulty inserting the test strips into the test strip holder. Patient claims that the test strip holder is damaged. Patient was able to get a reading in the 180's. Patient ended up contacting their md for medical advice. Patient received treatment; however, type of treatment was not noted. Customer service was unable to resolve the issue and sent patient a new meter.